Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "This vent went inop on a pt. No patient harm, other ventilator was switched out. Alarms were present. Event log shows currently only circuit fault repeatedly. It does not list a vent inop. Andrea is going to troubleshoot the insp check valve since they just did a pm on it and she is going to download the newest software."

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 01/26/2005. The information for this follow-up report was noted on 10/28/2015 correction: device was in use on a patient when the malfunction occurred. The device ¿required intervention to prevent permanent impairment / damage¿. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the root cause of the reported event was a faulty exhalation valve assembly. The carefusion field service representative replaced the exhalation valve and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. On (B)(6) 2015, carefusion sent a letter via email to the user facility seeking additional information concerning the reported event and the patient. As of (B)(6) 2015 there has been no response from the user facility.